Event description:
Customer's caregiver reported customer received a reading of 251 mg/dl on his adc blood glucose meter, which was higher than he felt. Caller further reported customer self-treated with an unknown amount of insulin (unknown type), experienced diaphoresis and subsequently lost consciousness. Paramedics were called, administered two tubes of oral glucose and transported customer to a local healthcare facility. Customer was admitted to the hospital, diagnosed with hypoglycemia and treated with unspecified intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0925729) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.